Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The tip seal was dislodged. Visual analysis of the lead indicated damage during use. The analyst noted the full lead was returned with a competitor guidewire stuck in the lumen of the lead. The competitor guidewire was kinked inside of the lead lumen in the 87 cm area of the lead. The distal end of the competitor guidewire was kinked along with the distal seal dislodging and being pulled back into the lumen of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead had a guidewire inserted from the proximal terminal end prior to being inserted into the delivery catheter. The scrub nurse noted that it had more resistance than usual when approaching the distal tip. The guidewire was removed, wiped down with saline solution and reinserted with the same feeling of resistance at the distal tip. The lead and guidewire were inserted into the target vessel. The guidewire got to the intended position but the lead would not track. When trying to remove the guidewire and try a different guidewire, it was discovered that the guidewire would not come back. The lead was removed and a left bundle branch lead was successfully placed. No patient complications have been reported as a result of this event.